Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that complications occurred during the subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure. Induction testing was not performed because they could not induce the patient and the pocket was closed. The patient was given romazicon to reverse conscious sedation when the patient's blood pressure started to drop and became bradycardic, therefore naloxone was given. The telemetry wand was removed and the patient started seizing and was given valium. The patient's rhythm was pulseless electrical activity. A code was called and medical staff began CPR. There was difficulty inducing the patient because he was clenching his teeth and the patient became acidotic. The patient is currently in the ICU with a sinus tachycardia rate of 90-100 bpm. The field representative presented back the following day to complete the automatic setup with the s-ICD. The patient had been extubated and was sitting up in bed doing well. The field representative confirmed there were no allegations. It is believed the complications were due to medical management of conscious sedation.